Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber was already broken upon taking out from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on november 12, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noted that the laser fiber was already broken upon taking out from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
One flexiva 200 laser fiber was returned broken into two pieces. Visual examination revealed that the first piece measured approximately 123.7 cm from the top of the connector to the break. The second piece measured approximately 194.3 cm from the break to the distal tip which includes the entire distal tip. The exposed glass portion measured approximately 3.5 mm appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.